Event description:
It was reported that mobi cartridge did not sit flat or flush with pump, although no error messages occurred and pump appeared to deliver insulin normally. There was no adverse impact to the customer¿s blood glucose level. A cartridge change was performed resolving the issue.